Event description:
It was reported that the patient with this right atrial (ra) lead developed hematoma and lead was dislodged. Hence, the lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.